Manufacturer narrative:
The archive was reviewed by engineering. There is an extra image with a different orientation and matrix size from the other dicom images. Excluding these images allowed the exams to import correctly.

Event description:
A medtronic representative reported that, while in a cranial tumor resection, the software showed the surgeon touching the right side of the head when actually touching the left side. The surgeon was using axiem cranial, with a sticky reference frame. The images orientations were properly labeled in the software, exam details reported the orientation as sagittal. The surgeon successfully registered with tracer and was locally accurate, except that the probe was showing on the wrong side of the head. The surgeon opted to continue the procedure with the use of the navigation system, compensating for the issue. There was no impact on patient outcome.

Manufacturer narrative:
Noted was that the surgeon had the pointer on the right side of the patient, and the software annotation indicates it was posterior. The annotations are correct on the select patient screen, and the issue did not occur until after registration. Though the scan orientation in exam details said axial, the lead MRI tech mentioned they acquire scans in the sagittal plane, then recon to axial. On (B)(4) 2013 medtronic representative, following-up at the site, held a discussion with surgeon regarding flipped orientation. Discussed with MRI tech proper stealth imaging protocol, scanning patient in axial plane rather than in sagittal plane. Surgeon confirmed issue resolved.